Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that following: patient was sent to the hospital last night due to a car accident and discharged this morning. His blood glucose (bg) was 23mg/dl when checked in the ambulance. He was treated for low bg and the pump was detached and resumed on discharge. When patient left house yesterday at 3pm, bg was 297mg/dl. He never checked bg while out, did not have meter with him. Patient does not remember dropping low last evening. The accident occurred about 9pm. Customer support (cs) reviewed prime history in pump and 40.7u were delivered at 7:39pm last evening. Patient states he did not prime pump last evening. No bolus amounts were in pump history for yesterday, last recorded bolus history was (B)(6) 2013. Tdd dates were correct with no boluses. Patient confirmed correct basal amount/basal program. Low cartridge warning occurred yesterday morning at 7:04am. Cs recommended patient go on an alternate delivery method until a replacement pump arrives. This complaint is being reported because of the allegation that the pump primed without user intervention and because a patient on pump therapy experienced hypoglycemia.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/27/2014 with the following findings: no defect was found. Daily insulin delivery totals correctly reflect user's programmed basal rates. Prime observed in pump history on (B)(6) 2013, no data from this date in the black box due to continued use. Pump passed flow accuracy test and found to be delivering within required specifications. Pump history recorded accurately during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.